Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the inflation lumen and in the balloon, consistent with a leak or rupture while in the anatomy. There was contrast on the shaft and in the inflation lumen. The balloon was returned loosely folded, consistent with being inflated. During functional testing, a new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the balloon 1.7 cm distal to the proximal balloon marker. The scanning electron microscopy (sem) analysis indicate that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, it may be possible that the balloon rupture is attributed to interaction with the lesion site which was described as calcified. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat a right hand shunt. The target vessel was mildly tortuous with moderate calcification. The 5 x 40 x 135 mm foxcross was used for pre-dilatation. The balloon was inflated to 9 atmospheres (atm) for 20 seconds, and to 17 atm for 60 seconds; however, the balloon ruptured during the third inflation of 16 atmospheres (atm), for 5 seconds, which was confirmed with cine. After removal from the anatomy, the foxcross balloon was filled with water and a pinhole rupture was noted. A new foxcross balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.